Event description:
The customer reported that there was a generator error. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.